Event description:
Affiliate reports that following insertion of the device, the monitoring line was faking to re-zero.

Manufacturer narrative:
Codman was requested the device for evalaution. Upon completion of the investigation, a follow up report will be filed.